Event description:
During routine testing of the device at the service center, the repair technician reported that the roller pump motor was noisy and vibrated between 60 to 80 rpm's. No other details regarding the event were provided. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.